Event description:
Chemotherapy infusion settings correct checked at beginning of infusion with 2 rn's. Line infusing but 1 hour into infusion bag fill larger than would expect. Two (2) rn's checked settings, they were correct. Checked with pharmacist, continue infusion at current rate. At completion pump stating 808 ml infused in a 530 ml bag. This per pharmacy is not possible. Infusion completed. Pump removed from circulation and information, start/stop time and amount infused document. Baxter pump (B)(4). FDA safety report ID# (B)(4).